Manufacturer narrative:
The date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 error code displayed during installation involving an olympus colonovideoscope. There was no patient harm reported.